Event description:
It was reported that during an ankle fracture procedure, the drill bit got caught in the drill sleeve and the tip of the drill bit broke off. The broken tip did not go into the patient. The surgeon used a different drill bit and sleeve and was successful. There was no adverse effect on the patient. This is report 1 of 2 for this event.

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. A review of the device history records was performed and no complaint related issues were found. The device was returned for a manufacturing evaluation and the tip of the drill bit was broken off and missing. The measurable dimensions were within print specifications. The functional test with the drill sleeve was performed successfully. This complaint is invalid from a manufacturing standpoint.

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. Placeholder.

Event description:
This is report 1 of 2 for this complaint (B)(4).